Event description:
During an arthroscopic assisted discecstomy, the upper jaw of a double spoon forceps broke off. The jaw was immediately retrieved with no specific difficulty. There were no pt problems reported.